Manufacturer narrative:
Lot number provided. Manufacture and expiration dates determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Air bubbles were noted in both extension lines. Catheter remains implanted.